Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 71cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other damage was noted along both sections of the broken hypotube. There were no issues noted with the profile of the tip. A visual and microscopic examination found no issues with the profile of the stent. The stent was securely crimped onto the balloon. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 35mm in length, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified and 3.0mm in diameter left anterior descending artery with no significant lesion bend. Predilation was performed and a 38 x 3.00mm taxus liberte long stent was advanced to the lesion however, the shaft of the stent delivery system (sds) was fractured approximately 50cm from the hub. The stent remained intact on the sds balloon. The device was simply and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 35mm in length, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified and 3.0mm in diameter left anterior descending artery with no significant lesion bend. Predilation was performed and a 38 x 3.00mm taxus¿ liberté¿ long stent was advanced to the lesion however, the shaft of the stent delivery system (sds) was fractured approximately 50cm from the hub. The stent remained intact on the sds balloon. The device was simply and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.